Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient mentioned sometimes the stimulation wouldn't turn off or turn on, and the issue had been happening recently, maybe in the last couple weeks or months. Agent tried to get patient to clarify the issue more and patient eventually was able to say it would show stimulation was turning on on the controller, but stim wouldn't turn on and if they push the button stim doesn't turn off. Patient tried to turn stimulation on with and without the recharger, but the issue was not resolved. Patient could not further clarify the issue. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated their doctor would like to have a representative at their appointment on the 31st of july to update the stimulator. Patient said they hadn't been programmed in a long time, and said there were some problems that the stimulation was not helping them with. When asked event date, patient just said over the years. Patient mentioned they were going to meet with someone a couple weeks ago, but the rep must have forgot, so patient wanted to call themselves this time. The patient was redirected to their healthcare provider to further address the issue.